Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male of unknown age or origin. The pt was taking an unspecified medication for treatment of an unknown indication. On 24-aug-2006, the humapen ergo teal/ clear pen body (lot 40231) was reported to have an injection button that did not turn. This humapen ergo teal/ clear pen body is associated with cid00429534. It was unknown who operated the device and if the person was trained. The device was returned to the manufacturer on 01-sep-2006; two broken engagement tabs were identified. Update 27-sep-2006: additional device information received via esi on 20-sep-2006: added device lss analysis summary.

Manufacturer narrative:
Reportable malfunction/ near incident identified. Investigation in progress. Evaluation summary: the actual device was returned and found to have both clear cartridge holder engagement tabs broken. This malfunction has been shown to cause an underdose. Corrective action: the core user manual states"do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact your healthcare professional." Evidence of improper use/storage: the user provided info which indicates the device was misused. The user reuses needles which potentially may, if the needle becomes clogged, result in an underdose. However, this user error is not relevant to the complaint description or the investigation results. The engineering investigation found tool marks on the mounting bayonet rim near the region of the broken engagement tabs. Sections of damage are consistent with bending fatigue. The engagement tabs were damage while in the field from an unknown tool, and is evidence of improper use. This misuse is relevant to the user's complaint and the investigation findings.